Event description:
It was reponed that the patient with this right ventricular (rv) lead had exhibited a pinhole erosion. A revision was performed and the pacemaker was repositioned since the hole did not go all the way to the device and this rv lead remained in service. No additional adverse patient effects were reported. This rv lead was not returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).